Manufacturer narrative:
Being investigated. Awaiting product return. Method: the device history records for the batch were reviewed. Results: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. (B)(4) - appearance of packaging. (B)(6).

Event description:
The physician claims that during a procedure an alleged oil stain was noticed inside of the internal wrapping (packaging) of the device. It was reported on (B)(6) 2009 that there was no injury to the pt, however, there was a stressful delay in the procedure due to this event. It was at that time that we determined this event to be reportable.